Event description:
It was reported that a user removed their infusion site before showering, used the ¿fill tubing only¿ function to verify drops through the tubing, reinserted a new cd infusion set on the upper thigh to resume insulin delivery, and declined to perform the required fill cannula step, after which elevated glucose occurred with a peak of 326 mg/dl and alerts for high glucose over 90 minutes. Symptoms included hyperglycemia without ketones, loss of consciousness, dizziness, or other acute complications. Outcomes included self-management without backup therapy, medical intervention, or hospitalization, and subsequent decline of glucose levels. Investigation included troubleshooting and education on proper infusion set handling and the need to fill the cannula after insertion to ensure insulin delivery. Investigation of this case revealed user technique error related to infusion set handling and failure to fill the cannula, which can result in under-delivery of insulin despite visible drops during tubing fill. It was concluded, based on previously established findings for similar reports, that the cause was user error due to inadequate priming of the cannula after insertion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.